Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line, and flow issues. The following information was provided by the initial reporter: there was an "air in line" alert which was fixed by using an empty 10ml syringe at the middle luer-lock hub on the primary tubing. Then it was re-started and both rn's verified that the secondary was dripping. Around 30 minutes into the infusion another rn noticed that the secondary bag of ns was completely infused. Rn set up a new chemotherapy line & restarted chemotherapy. Pt was able to complete infusion without further issues. The ns bag was hung as a primary and was correctly hanging lower than the ivpb. It was a 250 ml bag of ns.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 22-feb-2022. D.10. Concomitant med prod data: sec set 20dp 30in w/hanger ll. H.6. Investigation: one sample was returned from the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with normal saline. A bd secondary set was primed with blue dye water and attached to the primary set. An infusion run was performed using alaris pump (pump: dchu-0010; pump module; dchu-0012) for 125 ml/hr for 1 hour. No observation of back flow or air in line was observed. No unregulated flow was observed. The customer complaint that there was an "air in line" alert and there is flow issue could not be replicated. The root cause could not be determined because the issue could not be replicated. A DHR was performed for 5 possible lots: a device history record review for model 2426-0007 lot number 21129028 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 21129029 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 21129030 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 21115562 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 21115563 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A chc was performed for the 5 possible lots: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of air bubbles / air in line with lot #21129028 regarding item #2426-0007 a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of air bubbles / air in line with lot #21129029 regarding item #2426-0007 a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of air bubbles / air in line with lot #21129030 regarding item #2426-0007 a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of air bubbles / air in line with lot #21115562 regarding item #2426-0007 a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of air bubbles / air in line with lot #21115563 regarding item #2426-0007 h3 other text : see h.10.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line, and flow issues. The following information was provided by the initial reporter: there was an "air in line" alert which was fixed by using an empty 10ml syringe at the middle luer-lock hub on the primary tubing. Then it was re-started and both rn's verified that the secondary was dripping. Around 30 minutes into the infusion another rn noticed that the secondary bag of ns was completely infused. Rn set up a new chemotherapy line & restarted chemotherapy. Pt was able to complete infusion without further issues. The ns bag was hung as a primary and was correctly hanging lower than the ivpb. It was a 250 ml bag of ns.